Event description:
Device complications: premature stent deployment, symptoms: none. During advancement of the stent, the stent deployed within the femoral introducer sheath. A different device was utilized for the procedure. There was no patient effect. There was no reported innury and no additional information available.